Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. An exercise test was performed, and sensing was evaluated in many patient postures. A boston scientific technical services consultant reviewed the device data and confirmed there were no r-waves above 3.6 mv, the electrograms were free of noise and sensing was appropriate. However, there were several beats that were not sensed. An engineering review of the programmer log files determined the dropped beats were due to telemetry interference. No adverse patient effects were reported.